Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01340. It was reported that patient experienced ineffective therapy due to lead migration. Reprogramming was attempted to no avail. X-rays confirmed that one of the leads had migrated from t8 to t12. Surgical intervention may take place to address the issue. It is unknown which lead migrated so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on 11 may 2020, wherein the right lead was repositioned, and the left lead was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead was explanted and both are being reported.